Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, the complaint receiver was not returned to dexcom. The transmitter (part number stt-gl-003 /serial number (B)(4)/lot number 5202767), being used with the complaint receiver was returned on 03/08/2016. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a permanent out of range signal was confirmed. The root cause was determined to be a defective transmitter

Manufacturer narrative:
(B)(4).

Event description:
Patient's daughter contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced a permanent out of range signal. No additional patient or event information is available. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2016 and confirmed the reported event of a unrecoverable loss of antenna past threshold. A definitive root cause could not be determined.